Event description:
The device was used during a low anterior resection. The device fired without incidence. First post operative day a 1/3 circle leakage in the anastomosis was identified. On the third post operative day, the pt returned to surgery and a colostomy was placed.